Event description:
This device was returned with oos documentation from biotronik representative. Per the oos this lead was explanted due to noise and inappropriate shocks. This lead was replaced with another linox sd 65/16.